Event description:
It was reported that the patient with this pacemaker experienced syncope due to their heart rate being in the 40's. The lower rate limit of the pacemaker was set to 60 ppm. Upon further review of the device data it was determined that the syncope was due to not having the signal artifact monitor (sam) software installed on the device. The software has now been successfully installed. This product remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a loop recorder was placed and revealed loss of capture (loc) on the non-boston scientific right ventricular (rv) lead. It was also noted that there had been spikes in pacing impedance measurements on the rv lead. There was no noise. Thus, boston scientific technical services (ts) recommended reprogramming the rv lead to unipolar pacing and bipolar sensing and turning on rv automatic capture. The physician reprogrammed the device and monitored the patient overnight. Subsequently it was noted that the patient was discharged as there was no further syncope episodes and no noise or further issues noted. This product remains in service. No additional adverse patient effects were reported.